Manufacturer narrative:
The primatrix meshed (ID (B)(6)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A voluntary recall was initiated for all products made the boston manufacturing site due to potentially high levels of endotoxin in the products.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a primatrix meshed (ID (B)(4)) was placed and patient sustained post procedure fever resulting in hospitalization. No additional information was provided after several attempts.

Manufacturer narrative:
Additional information received: 1. Reason for primatrix placement and location: dehiscence of a surgical procedure on the lower back. 2. Primatrix placement date: (B)(6) 2023. 3. Dimensions of the wound and dimensions of the product used: wound measurements - 3 x 1.5 x 2 cm / primatrix size ¿ 4 x 4 cm. 4. Timeframe between procedure and fever: patient reports less than 24 hours (awoke with fever the following morning). 5. Patient temperature / length of time of fever: unknown. 6. Type of infection/organism if known, and what tests were done to confirm infection: unknown ¿ patient admitted into another facility. 7. Treatment or medication given: unknown. 8. Health history of the patient (diabetic patient?): diabetes mellitus type ii, atrial fibrillation, hypertension, history of myocardial infarction and hypercholesteremia.

Event description:
N/a.